Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the bending section cover glue was missing at the distal end of the device. A visual inspection noted discoloration throughout the insertion tube due to chemical damage which likely attributed to the reported phenomenon. Also it is likely that the device was subjected to impact damage due to improper handling. The device was refurbished and returned to the user facility. If additional or significant information is received, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, a portion of the bending section cover glue broke off and fell into the patient. Another scope was used to suction the piece out but was unsuccessful. The patient was placed in the trendelenburg position; the balloon of the bronchial blocker was partially inflated and the blocker and tip were gently pulled inside the endotracheal tube which was then removed. The intended procedure was completed. There was no patient injury reported. It was reported that the device was inspected prior to the procedure and no anomalies were found. Olympus followed up with the user facility to obtain additional information and was informed that all scopes are manually cleaned, then flushed with enzymatic detergent using a mechanical wash sink. An automatic endoscope reprocessor which utilizes an aldehyde based agent to achieve high-level disinfection was used to disinfect the scope as well.